Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# unknown, and product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger was not working. The patient said they could feel the vibrations when they changed the settings, and the implanted neurostimulator (ins) was at 75%. The patient said they got a reading the day before but thought it wasn't charging. The patient plugged in the desktop charger, but the screen did not turn on. Pss reviewed how to reset the recharging antenna. The issue was not resolved through troubleshooting. The patient called back later to ask if there was a "deadline" for when they needed to charge the ins. The patient was concerned, they wouldn't be able to charge the ins again if it ran out of charge. The agent reviewed that therapy would turn off if the ins battery discharged, but they would still be able to charge it and turn therapy back on. Additional info received from rep that the replacement device resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the replacement resolved the issue.